Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vasorrhaphy procedure on (B)(6) 2023 and suture was used. Suture needle pull off occurred during sewing the vas deferens in surgery. The surgeon looked for the needle immediately, but not found. Then the bedside CT was used for examination, but the needle was still not found. It is unknown if the needle was left inside the patient. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: do you have any new information to clarify if the needle remains in patient's body? --unk, the needle was not found. What is the lot number? Sgbjcl. After investigation, the patient was a male with unknown specific age who received surgery in hospital on (B)(6) 2023 (with specific diagnosis and surgical name unknown). The surgeon used w2790 for vasorrhaphy (with specific suturing method unknown). The suture breakage occurred during the suturing, and the broken suture and needle were lost. The surgeon immediately looked for the broken suture and needle, but not found them in the patient's body after intraoperative CT examination, also could not find the broken suture and needle in the operating room. The surgery was ended routinely. The patient is currently stable and no further adverse events have been reported. The following information was requested, but unavailable: were x-rays taken to locate the needle? Was there any patient consequence or injury? Was any other tissue damaged as a result of searching the needle? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.